Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("visualization of the essure devices in the endometrial cavity/ essure coils noted in uterine cavity (added from mr)"), device dislocation ("migration"), endometritis ("chronic endometritis(added from mr)") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation and adenomyosis. She has a failed endometrial ablation. Concurrent conditions included heavy periods, pelvic discomfort, menstruation irregular, bloating and hematometra. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe dysmenorrhea") and pelvic pain ("pain"). The patient was treated with surgery (hysteroscopy d&c robotic hysterectomy with bilateral salpingectomy and cystoscopy and robotic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device expulsion, device dislocation, endometritis, genital haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered device dislocation, device expulsion, dysmenorrhoea, endometritis, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: insertion details:after placing the essure, a slight curettage was performed to remove any excess tissue. The essure was noted to still be in place. Then the therma choice ablation was then performed. The uterus was sounded to 8 cm after performing the ablation the therma choice was removed, resurvey of the ostia showed the ostia showed the essure to still be in place. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: positive for visualization of the essure devices in the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming: endometritis, device expulsion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("visualization of the essure devices in the endometrial cavity/ essure coils noted in uterine cavity (added from mr)"), device dislocation ("migration"), endometritis ("chronic endometritis(added from mr)") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation and adenomyosis. She has a failed endometrial ablation. Concurrent conditions included heavy periods, pelvic discomfort, menstruation irregular, bloating and hematometra. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe dysmenorrhea") and pelvic pain ("pain"). The patient was treated with surgery (hysteroscopy d&crobotic hysterectomy with bilateral salpingectomy and cystoscopy and robotic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device expulsion, device dislocation, endometritis, genital haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered device dislocation, device expulsion, dysmenorrhoea, endometritis, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: insertion details:after placing the essure, a slight curettage was performed to remove any excess tissue. The essure was noted to still be in place. Then the therma choice ablation was then performed. The uterus was sounded to 8 cm after performing the ablation the therma choice was removed, resurvey of the ostia showed the ostia showed the essure to still be in place. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: positive for visualization of the essure devices in the endometrial cavity.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming: endometritis, device expulsion lot number:678820 manufacture date: 2009-10 expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.